Event description:
The device was implanted in 2003. In 02/2004 during a follow-up visit, the MFR's clinical specialist was informed of the following: the patient has been hospitalized for a device infection. Blood cultures grew staph aureus and pocket cultures grew enterococcus. A CT scan was done and ruled out a pocket abscess, tee showed no endocarditis, and the patient was treated with IV antibiotics for 4 weeks. No further details were provided at this time.